Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusions set fell off during use on event on 24-jun-2024. Infusion set has been used for one day. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1934222 - MDR 3003442380-2024-19510 - device 5 of 5.